Manufacturer narrative:
An event of an amplatzer vascular plug iii migrating into the descending aorta was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092326 revision a "warnings: the safety and effectiveness of this device for cardiac uses (e.g., patent ductus arteriosus, paravalvular leak closures) and neurological uses have not been established."

Event description:
On (B)(6) 2020, a 10/5mm amplatzer vascular plug iii (avpiii) was implanted. The physician reported that the device was "nice and snug and felt tight" prior to release, then the device was released. On follow up aorta gram, the device was not in position and was found in the descending aorta. A competitor's 25mm amplatz gooseneck snare was used to successfully retrieve the device. The case was abandoned and the patient is reported to be in stable condition.